Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated explant date d6.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. The ipp was explanted and replaced. There were no patient complications reported.